Event description:
The customer reported a ventilator with a "steady audible alarm but continued to ventilate". This was later clarified as a device that would not boot up properly. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.